Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. The target lesion was located in the right coronary artery. After pre-dilation with a 2.5x12 apex balloon catheter, a 2.75x12 synergy drug eluting stent was deployed to treat the lesion. Post dilation was performed with a 2.75x8 non bsc balloon and a 2.75x4 non complaint balloon. The procedure was completed and the patient was brought to the floor. Subsequently, the patient experienced chest pain and was brought back to the catheterization laboratory immediately and it was found that the stent had thrombosed. The physicians were able to dilate the stent again and restore blood flow. The patient did have a good outcome and left the hospital two days later. The patient is doing well.